Event description:
During a routine system check clinic visit, the physician observed a device sensing issue, suggesting that the distal tip of the sensing lead may have separated from the lead body. Physician brought the patient in for revision surgery on (B)(6) 2025 to restore therapy. During the procedure, the sensor tip was found to have separated from the lead body, and the physician successfully retrieved the sensor tip without complications. Upon conclusion of root cause analysis completed on (B)(6) 2026, it was determined that the distal sensor tip had detached from the lead body due to cyclic fatigue, exposing the patient to the risk of injury from possible sense lead migration. The revision surgery addressed the risk, and the issue is now resolved.